Event description:
The pt had 12 fr abscession tube for g-tube in 2002. This was changed in 2002 without consequence. The pt was admitted in 2003 and had a kub: this showed that the distal end of the catheter has separated and dropped into the distal stomach. Endoscopy consult recommended normal bowel elimination of the retained fragment.